Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. B61390) for female sterilisation. The patient had a medical history of painful periods, pelvic pain and heavy menstrual bleeding on (B)(6) 2022 and obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.515 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: preop diagnoses: status post essure. Postop diagnoses: status post essure. Successfully occluded bilateral fallopian tubes. Findings: bilaterally occluded fallopian tubes. Description: fallopian tubes were closed as no dye was able. To spill through the fallopian tubes. [Pathology test] on (B)(6) 2021: final pathologic diagnosis: endocervical curettings: strips of endocervix with reactive changes; negative for dysplastic changes or malignancy. Cervical biopsy 5 o'clock: ectocervix with hpv effect and low grade squamous intraepithelial lesion (lsil/cin1). Clinical history: ascus with positive high risk hpv on pap smear of cervix. Specimens: endocervical curettings; on (B)(6) 2022: clinical history and preop diagnoses: heavy painful periods/cervical dysplasia. Specimens: uterus and bilateral fallopian tubes. Final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes, resection: cervix: high-grade squamous intraepithelial lesion (hsil, cin-3). Endometrium: proliferative. Myometrium: unremarkable. Bilateral fallopian tubes: unremarkable. Gross description: found within each fallopian tube lumen inserting into its respective cornu is a silver coiled device, consistent with an essure coil. The length of silver coil within the left fallopian tube and cornu is 3.9 cm and within the right, is 3.9 cm. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information,lot no.,indication,medical history,lab data,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. B61390) for female sterilisation. The patient had a medical history of painful periods, pelvic pain and heavy menstrual bleeding on (B)(6) 2022 and obesity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.515 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: preop diagnoses: status post essure postop diagnoses: status post essure successfully occluded bilateral fallopian tubes findings: bilaterally occluded fallopian tubes description: fallopian tubes were closed as no dye was able to spill through the fallopian tubes. [Pathology test] on (B)(6) 2021: final pathologic diagnosis 1. Endocervical curettings: -strips of endocervix with reactive changes -negative for dysplastic changes or malignancy 2. Cervical biopsy 5 o'clock: -ectocervix with hpv effect and low grade squamous intraepithelial lesion (lsil/cin1) clinical history: ascus with positive high risk hpv on pap smear of cervix specimens: endocervical curettings; on (B)(6) 2022: clinical history and preop diagnoses: heavy painful periods/cervical dysplasia specimens: uterus and bilateral fallopian tubes final pathologic diagnosis uterus, cervix, and bilateral fallopian tubes, resection: cervix: high-grade squamous intraepithelial lesion (hsil, cin-3). Endometrium: proliferative. Myometrium: unremarkable. Bilateral fallopian tubes: unremarkable gross description: found within each fallopian tube lumen inserting into its respective cornu is a silver coiled device, consistent with an essure coil. The length of silver coil within the left fallopian tube and cornu is 3.9 cm and within the right, is 3.9 cm. Batch no b61390 production date~2013-08-21 expiration date 2016-08-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2978 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.